Event description:
A caller reported a malfunction on a pump. There was no clear information provided regarding any impact on the customer's blood glucose level. Technical support assisted the caller by providing information to reset the pump, successfully resolving the issue, and ensuring the customer could continue using the pump without the malfunction recurring. The caller was advised to contact technical support again if the malfunction reappeared.